Manufacturer narrative:
It was determined that the blood oxygen probe was faulty. The device returned to normal after the hospital equipment department replaced the blood oxygen probe. It was not clear whether the faulty part was a philips product. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was a faulty blood oxygen probe. The reported problem was confirmed. The customer replaced the blood oxygen probe to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on a efficia cm10 indicating that on 04nov2025, while making rounds in the ward, a nurse from the gastroenterology department noticed that the blood oxygen saturation parameter area of the patient's monitor was showing an abnormality. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.